Event description:
It was reported that a nrg transseptal needle was selected for use during an atrial flutter procedure. During the procedure, when transseptal puncture was performed by inserting the nrg transseptal needle along with a non-boston scientific introducer, it got stuck to the posterior wall and caused cardiac tamponade. An echocardiogram confirmed the accumulation of pericardial effusion, and the blood pressure decreased. After that, drainage was performed and the pericardial fluid was removed, and the blood pressure recovered. Thus, the procedure was cancelled. The device is not expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.